Event description:
The customer reported that the insulin pump had physical damage. No blood glucose reading provided. Customer stated that she had low blood glucose and went into seizure and the insulin pump may have hit the chair or the floor. Customer stated the insulin pump had a crack on the upper right corner of the display screen. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.